Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The report received states that on iol implantation, the lens came out from the injector in broken condition, necessitating its explantation and exchange. The iol was explanted and exchanged during the original surgery session. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/torn lens haptic/optic during insertion"; inadequate amount of viscoelastic, inadequate quality of viscoelastic, haptic trapped by plunger override due to fast motion, user opens closed flaps and closes again before use, plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic, user removed injector from tray prior to inserting viscoelastic - causing lens to be improperly placed in cartridge, user removes injector from tray prior to closing cartridge - resulting in cartridge not being clipped closed properly and optic edge trapped/damaged on closure of cartridge. Our review of production records for the rayone emv [rao200e] batch 053215111 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone emv [rao200e] batch 053215111. There is insufficient evidence and information available to establish the root cause of the lens damage post injection.

Event description:
On (B)(6) 2024, rayner received notification from its affiliate company in italy of an event that occurred duirng use of a rayone emv rao200e. The event description provided states that the iol came out of the injector "broken" necessitating explantation and exchange.